Event description:
A customer reported a system error 2240 (air in tubing) had occurred on his homechoice machine during dwell 8 of 10. The patient's clinic had advised him to do a manual exchange. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.